Manufacturer narrative:
Date of report: (B)(6) 2019. PMA/510k: (B)(6) 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced several parts (speaker, bezel, cover, front panel, battery, gas delivery system, motor controller board and power management board) and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04feb2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the blower on the unit would not operate. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 27mar2019. Serial number obtained: (B)(4). Additional information received: replaced parts previously reported were due to: motor controller board damaged and leaking speaker assembly damaged by leaking capacitor, power management board not working, battery not working, pressure test failed, top cover broken, end cap bezel broken, rear bezel crack, front panel assembly damaged. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 17may2019. There was damage (leak) of the c15 capacitor on the motor controller printed circuit board assembly (mc pcba) that resulted in contamination of power management board printed circuit board assembly (pm pcba) which caused multiple system failures. There were failures noted on the speaker. After replacement of c15 component on mc pcba, no failures noted. The pressure test failure could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.